Manufacturer narrative:
It was reported that, during thr surgery, the edges of the polarcup t-handle unidirectional worn out while unplugged. No significant delays were reported and the procedure was finished by changing the surgical technique. No patient was harmed. The complaint device, used in treatment, was not returned for investigation. Pictures of the complaint device were provided, based on these pictures, the tip of the instrument showed slight signs of wear however this cannot be confirmed conclusively without the instrument and it is unclear if the instrument is still functional. The production documentation was reviewed, no deviations from the standard manufacturing procedure were found. The complaint history review was performed. No further complaints were found for devices of the same lot number. The severity and the failure mode are covered through our risk management. The IFU (lit. No. 12.23 ed 05/16) requires "before use, the functionality of surgical instruments should be checked." All reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on the limited information provided, the medical assessment could not be performed. Based on the performed investigations, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are deemed necessary. Should additional information become available, this complaint will be reassessed. This version of the device will be monitored for similar issues. This investigation is considered closed.

Event description:
It was reported that, during thr surgery, the edges of the polarcup t-handle unidirectional worn out while unplugged. No significant delays were reported and the procedure was finished by changing the surgical technique. No patient was harmed.